Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). A patient experienced ineffective therapy was reported to abbott. X-rays revealed that both leads migrated and were coiled around the ipg in the pocket site. As a result, the leads were repositioned to their intended position and ipg was re-implanted. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. X-rays revealed that both leads have migrated and were coiled around the ipg in the pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the leads were repositioned to their intended position and ipg was re-implanted. Effective therapy was established post-operatively.